Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("blood clotting") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis and rheumatoid arthritis. She had undergone essure confirmation test. Previously administered products included for an unreported indication: armour thryoid, plaquenil, flonase, maxalt, depo provera, aleeve (otc), amitiptylen, lamotrigine and prednisone. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), premature menopause ("early menopause"), anxiety ("anxious"), depression ("depressed"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (ablation and undergo a hysterectomy with removal of the essure). Essure (ess205) was removed in (B)(6) 2005. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, premature menopause, anxiety, depression, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, genital haemorrhage, headache, migraine, pelvic pain and premature menopause to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms. Because of the requirement to undergo a hysterctomy with removal of essure devices she has been left with serious injuries. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received - new event headache and migraine were added. New reporter (aka) were added. Reporter information, patient information and medical history were added. None drug treatment (ablation) for genital hemorrhage were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("blood clotting") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), premature menopause ("early menopause"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, premature menopause, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, genital haemorrhage, pelvic pain and premature menopause to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms. Because of the requirement to undergo a hysterectomy with removal of essure devices she has been left with serious injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.